Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation- it has not been received. The investigation is pending. Plots d4 - lot # (h4 - device MFR date and d4 - expiration date) d4 - primary UDI number 14217809 (11/16/2024 and 11/01/2029) (B)(4), 14549137 (08/17/2025 and 08/01/2030) (B)(4), 14589383 (09/07/2025 and 09/01/2030) (B)(4), 14755349 (10/27/2025 and 10/01/2030) (B)(4).

Event description:
The event occurred on an unknown date involving a transfer set, pur yellow with chemolock¿ port. It was reported that the device had malfunction problems, it is not allowing the administration of the therapy and consequently its re-preparation. There was no reported patient involvement or patient harm.